Event description:
The customer reported the handle on the c-arm is not steering it correctly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the steering linkage hex screws. System operates as intended.